Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak. Block h10: investigation result a visual examination of the returned device found that the balloon was not folded which indicated that the device was subjected to positive pressure. It was also noted that the device was attached to an encore inflation unit and positive pressure was applied when liquid was leaking from a balloon pinhole located at the distal markerband. The rated burst pressure of this device as per uromax upgrade specification is 20 atmospheres. A visual and tactile examination revealed no kinks or damage to the shaft. Additionally, a visual examination was observed and no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device. Based on the available information, it is possible that the factors encountered during the procedure and difficult patient anatomy could have caused the balloon to tear. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter device was used in the ureter during a transurethral ureterolithotomy procedure performed on (B)(6) 2023. During the procedure, the pressure could not reach, and the balloon was leaking liquid. The procedure was completed with another uromax ultra dilation balloon catheter device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter device was used in the ureter during a transurethral ureterolithotomy procedure performed on (B)(6) 2023. During the procedure, the pressure could not reach, and the balloon was leaking liquid. The procedure was completed with another uromax ultra dilation balloon catheter device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.